Manufacturer narrative:
It was not possible to match this event to a previously reported event. Concomitant medical products: catheter: model unk, implanted: unk, explanted: unk. (B)(4).

Event description:
Lam, n. Y., marciniak, c., m., lam, n. Deja vu as a side effect of intrathecal baclofen administration: a case report. Physical medicine and rehabilitation. 2013. 5(9). Summary/reported event: this report refers to a (B)(6) female patient, with c6 asia b tetraplegia receiving intrathecal baclofen treatment. The patient had intrathecal baclofen (itb) pump placed for treatment of spasticity since from 14 years following a traumatic spinal cord injury due to a motor vehicle collision. She had received itb therapy for 8 years with baclofen dose continuing to be slowly up-titrated to maximum total daily dose of 925.1 mcg per day, flex mode 35.4 mcg/hour with 48 mcg/hour dosing between 5 to 11 am, with adequate control of pain and spasticity. After 6 months the treatment at this dose, she reported daily episodes of deja vu further described as memory flashes followed by an episode of confusion. These episodes generally started when she felt fatigued and it occurred several times per day lasting seconds to minutes. Itb dose was decreased 3 months after onset of these symptoms with decreased episode frequency 1 to 2 times daily. The magnetic resonance imaging (MRI) of the brain was normal and neuropsychological testing that revealed phasic alteration of attention and visual processing. A 24 hour electroencephalogram (eeg) monitoring was done, but it showed no seizure activity despite an episode of deja vu and frank confusion, that occurred during monitoring. These symptoms were attributed to itb treatment, and dose was further decreased. At a dose of 450.7 mcg per day, simple continuous mode, she had no further episodes. However, she experienced worsening of pain and increased tone because of which, the itb pump was removed. Itb dose was gradually reduced while oral baclofen dose was resumed, and pump was eventually removed. After the removal of baclofen pump, the patient continued to report no further symptoms of deja vu, so oral baclofen dosing continues to be adjusted for spasticity control. Authors concluded that, this was the first reported case of deja vu episodes as a side effect of high dose intrathecal baclofen administration and concluded that, intrathecal administration of baclofen may induce rare psychological effects such as deja vu symptoms that resolve with dose decrease. See attached literature.